Event description:
It was reported that there were catheter complications. A catheter kink or blockage had not yet been confirmed, per the reporter. Troubleshooting options were being considered. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter: model #: unknown, lot #: unk, implanted: unk, explanted: unk.

Event description:
Additional information: multiple attempts to the reporter to obtain follow-up information were made. The reporter indicated he had no more information to provide regarding the event.

Manufacturer narrative:
(B)(4).